Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11baz, implanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va11baz, ubd: 03-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that their "wires keep crossing" and stated they don't know why. Pt further clarified by this they mean their leads keep crossing.  Pt provided event date as about three years ago. Agent had a difficult time following pt throughout call and made best attempt to collect all relevant information.  The patient was redirected to their healthcare provider to further address the issue.